Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspections, the stent was found inside of the echelon-10 microcatheter lumen (underneath the strain relief area of the catheter shaft). The stent was noted to be deformed and broken/fractured. Stent was broken/fractured during the investigation in complaints lab. The stent introducer sheath and stent delivery wire sdw were not returned. Functional inspection could not be performed as the stent was found to be deployed inside of the echelon-10 microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during transfer' was not confirmed during visual analysis. The deployed stent was located inside the microcatheter lumen meaning that the stent has deployed prematurely during use. The reported 'stent difficult/unable to transfer' was not able to be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the operator used medtronic e-10 microcatheter to deliver 3.0@21atlas stent and during delivery it in hub for about 3cm big resistance was encountered. The operator tried to advance it forward, but the stent was not moving so he withdrew the stent, and the stent was then deployed in hub and 1mm of the stent wire was at the transparent area of the hub'. The stent was returned for analysis deployed inside the proximal lumen of a medtronic echelon 10 microcatheter. The stent was removed but during this process it was broken/fractured. As this occurred during analysis in the complaints laboratory it will not be coded for. The stent was also noted to be deformed. Neither the stent delivery wire (sdw) nor the introducer sheath were returned for analysis. The internal profile of the non-stryker microcatheter hub is not a good fit with the external profile of the distal tip of the introducer sheath. This would have resulted in a gap between the distal opening of the sheath and the proximal opening of the microcatheter shaft lumen. Under these circumstances the stent would be advanced into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurred the stent would begin to deploy in this gap and would experience resistance during any further attempts by the user to advance it. This is one possible explanation for the damage noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer' and to the as analyzed stent deformed and stent deployed prematurely during use, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the ar code 'stent deployed prematurely during transfer'.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was deployed prematurely within the microcatheter during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.